Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported problem. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device failed the user test and would not discharge charged energy at certain settings. There was no pt use associated with the event.